Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. Product ID: 8711, serial (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot (B)(4), ubd: 15-jun-2011, (B)(4); product ID: 8711, serial/lot (B)(4), ubd: 15-jun-2011. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1382.3 mcg/day) via an implantable infusion system. The patient was also reported to be taking tylenol, baclofen oral prn, dizaepam prn, oxycodone, singular, benadryl, flonase, guaifenesin, claratin, singular, pataday, zanaflex, and lexapro. The patient had a medical history that included: anxiety, depression, orthodontic care, and spastic cerebral palsy. It was reported that on an unknown date the patient's catheter migrated out of the intrathecal space. The caller stated that the patient's mother heard the pump alarming on (B)(6) 2018 ; the alarm was described at first to be a three tone single beep alarm (which sounded like her refrigerator door when its open). On (B)(6) 2018 the critical pump alarm was heard and the patient's mother suspected that the pump was not working. It was reported that at that time the patient was given oral baclofen and taken to the rehabilitation department. There were no reports of the patient experiencing any withdrawal symptoms but his blood pressure and heart rate were increased. It was reported that by the time the patient was admitted into the hospital he was irritable and showing signs of tightness so the dosage of oral baclofen was increased. The pump and catheter were replaced on (B)(6) 2018. When the existing catheter was disconnected from the pump there were no signs of cerebrospinal fluid. The catheter was cut above the pump pocket connector and accessed with a 22 gauge needle, cerebrospinal fluid was still unable to be withdrawn from the catheter. An x-ray was performed and showed that the existing catheter was coiled up at the base of the spine. The 8596sc and the 8711 were completely explanted and replaced with 8780. The newly implanted pump was filled with gablofen (500 mcg/ml at 50 mcg/day). There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was noted as resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump was sent back. No further in formation was received regarding this event. Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was interrogated on (B)(6) 2018 and the cause of the pump alarm was unable to be determined. No further information has been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter; product ID: 8711, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. The 8637-40 pump was returned. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall. The 8596sc catheter was returned. Analysis identified circular coring in the bottom of the cup of the sc connector. A leak was identified and the initial patency testing found the catheter to be occluded. The 8711 catheter was returned. Analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.